Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of aborted procedure.

Event description:
It was reported that, during a procedure using a capio slim device, the device was actuated in multiple attempts but, the cage did not catch the dart. The procedure was not completed. There were no patient complications reported. This event is being reported for an aborted procedure with a patient under sedation.